Manufacturer narrative:
An investigation conducted by an isi clinical sales rep found that the surgeon was unable to determine a root cause for the pt's injury, however, the surgical team evaluated the following factors as possible contributors. Pt side assistant was leaning on pt's right arm during part of the procedure. Surgical staff tucked pt's right arm too closely to the pt during procedure. Scaring tissue from pt's previous rotator cuff surgery on right arm. As of 2010, the hosp has continued to use the system with no reported recurrences of the reported issue.

Event description:
It was reported that the day following a successful da vinci si prostatectomy procedure, the pt developed compartment syndrome in their right arm. A surgical procedure was performed to relieve pressure to the pt's affected area. No add'l pt harm, adverse outcome or injury was reported.